Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put malfunctioning pump into storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.